Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil migrated after detachment. It was reported that during procedure, the physician started inserting the axium non-medtronic microcatheter after flow diverter was placed. The coil was implanted, and the physician detached the coil, but the coil followed the push-wire upon removing the push-wire. The physician pushed the coil with the push-wire and the coil was implanted fine. Five medtronic coils and one non-medtronic coil were implanted prior to the issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Two axium pushwires were returned for evaluation; it is not known which pushwire belongs to the complaint device. Implant coil was not returned as it was implanted in the patient. Both returned pushwires found twisted and knotted. Tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis of both pushwires and on the event description, the customer report of ¿coil migration after deployment¿ could not be confirmed, and the cause for the event could not be determined. Per the axium prime detachable coil instructions for use (IFU): warning: ¿if undesirable movement of the axium prime detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.¿ if information is provided in the future, a supplemental report will be issued.